Event description:
A malfunction was reported by the customer concerning a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction recurs, which they acknowledged and understood.